Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter is unknown. Lot/serial number not provided.

Event description:
It was reported that the patient was receiving hydromorphone. The patient stated, that patient controlled administration (pca) didn't deliver the overnight doses, but it didn't beep either. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-15453]. The report was submitted in error.